Event description:
Reportedly, after rotating the wing nut completely and squeezing the handle, the instrument could not be removed from the rectum. The instrument also did not cut any tissue. Procedure: lower anterior resection.